Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. DHR was not reviewed. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to reported intended use. Trend analysis was performed from jan 2008 to dec 2012 and (B)(4) similar events have been reported. No further investigation required.

Event description:
Per email received (B)(4) 2013 customer reports; during a tha on male patient ((B)(6) years old), the surgeon felt that the reamers were dull. No patient injury or adverse events reported. Surgery was completed without surgical delay. Incident is reportable in (B)(6) as event occurred in (B)(6).

Manufacturer narrative:
(B)(4) medical is not the legal manufacturer of the device involved in this incident.